Manufacturer narrative:
Infusystem, an approved service center for walkmed, was contacted by the medical facility regarding the device on (B)(6) 2016 because of a chemotherapy spill. Walkmed became aware of the incident during a review of infusystem service records for the month of march on (B)(6) 2017, at which time, a complaint was initiated. Walkmed initiated scar 022 to address infusystem's delay in communicating the event to walkmed.

Event description:
Per the infusystem service center march repair report sent to walkmed (B)(6) 2017, there was a repair done on wm 350 vl pump abl14085 due to chemotherapy medication spill. Further correspondence with the medical facility repsonsible for treating the patient who was using the pump at the time the chemotherapy medication spilled revealed the patient's and the patient's bed was soaked near her abdomen and 176 mg was leaked. It was unknown whether the leak was from the pump, tubing, or bag. Tubing and ir bag information could not be provided. There was no patient injury as a result of the exposure.